Manufacturer narrative:
As neither the reported fiber or tre-sheath samples were returned for evaluation, angiodynamics is unable to perform a device evaluation. In addition, there was no reported fiber malfunction during the evlt procedure, just patient issue/reaction. Based on the complaint description, the reported incident of a patient "pseudo-anaphylactoid reaction", during the procedure cannot be confirmed based on the nature of this patient centric adverse event. A fiber/tre-sheath device evaluation was not performed as no product was returned due to no reports of disposable device or laser generator malfunction during the procedure. The root cause for the patient's reaction/adverse event could not be definitively determined. No device history record review could be performed as there was no reported fiber upn or lot number and ship history report show customer utilizes multiple fibers versions/upns. Labeling review: note: no fiber sample was returned for evaluation so it cannot be confirmed if device was used in a manner inconsistent with its labeling. The user manual, which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis· hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4) report references: patient 1 - (B)(4), 1319211-2021-00085. Patient 2 - (B)(4), 1319211-2021-00086. Patient 3 - (B)(4), 1319211-2021-00087.

Event description:
Patient 1 of 3: additional event information provided: the treating physician provided clarification as to when the reactions occurred. The reactions occurred while advancing the tre-sheath into the vasculature, i.e. Prior to insertion of fiber into tre-sheath, ablation and tumescent injections.

Manufacturer narrative:
It was reported that the device will not be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Patient 1 of 3: an angiodynamics clinical specialist reported the following issue(s) with evlt fibers: "this customer is reporting having observed reactions from several female patients when positioning the angiodynamics sheath/laser fiber near the saphenofemoral junction. The reactions are described as pseudo-anaphylactoid which resolved within 3-5 minutes except for one patient where the reaction lasted almost 20 minutes. It was ascertained that common to all of these cases, the device had entered the deep system temporarily." Additional information provided reported there were three procedures/patients in which this occurred. All three procedures had been completed at the time the reactions occurred. Patient #1 received im decadron 4mg because it lasted over 15 minutes. No tumescent anesthesia infiltration was involved, only device placement maneuvers. No device identifying information was provided. Patient 2 - 1319211-2021-00086, patient 3 - 1319211-2021-00087.